Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced pain and poor device performance, which led to the decision to discontinue use of the device. Re-programming attempts were undertaken; however, the issues could not be resolved. It was also reported that the patient experienced ongoing discomfort and was subsequently placed under general anaesthesia (specific date not reported) for a procedure to reposition the implant further into the well. In addition, the patient reported the need to undergo a timely MRI. Subsequently, on (B)(6) 2025, the patient was placed under general anaesthesia for explantation of the device. As of the date of this report, there are no plans to reimplant the patient with a new device. Additional information has been requested but has not yet been made available.